Manufacturer narrative:
H10: additional narrative: the customer reported that they were experiencing signal loss and this was occuring system wide. Investigation: after patients were moved at install it was found that the infrastructure needed modification. Specifically, attenuators were needed to better monitor signals. There was no malfunction of the patient monitoring devices i.e. No malfunction of the orgs/receivers. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9.

Event description:
The customer reported that they were experiencing signal loss and this was occuring system wide.

Manufacturer narrative:
The customer reported that they were experiencing signal loss and this was occuring system wide. Investigation of the issue shows that after patients were moved at install it was found that the infrastructure needed modification. Specifically, attenuators were needed to better monitor signals. There was no malfunction of the patient monitoring devices i.e. No malfunction of the orgs/receivers.

Manufacturer narrative:
H10: additional narrative: details of complaint: on (B)(6) 2019 customer stated that the facility was experiencing a system-wide signal loss issue with the telemetry devices. The issue was occurring intermittently. Patients were recently moved from 4 west to 5 north and the issue started occurring. The antenna system on the 4th floor is still intact and the new antenna system on the 5th floor is active. The new antenna expansion on the 5th floor has been worked on for the last few months and completed last week - no issues were occurring up until today. Patient move happened around 10 o'clock local time and a bad antenna was found and replaced along with an org - reference RMA: (B)(4). The issue was occurring 3/4 seconds up to 2 minutes. The issue has been occurring for about 4-5 hours after the antenna was replaced. Antenna that was replaced had no led and when replaced the led worked on the replacement antenna. Customer did not know for sure if the exact same antenna model was used or not. Service requested: troubleshooting. Service performed: troubleshooting as below: "ron stated they found a cable tv run near or in the org close that was not terminated and removed it svein talked with them last night for a couple hours and found the following: issue: intermittent and sparatic signal loss mainly on 7, 8, and 9 west characterized by blanks segments of ECG beginning around noon today quick rssi test on 7wt31, confirmed transmitter off, rssi of 9 [acceptable] advised that antenna 7b06 was replaced to correct fading antenna led. Confirmed leds illuminated on 7b05 and 7b07. 7bs02 located and disconnected, no significant change in reception. Direction changed to org closet. One channel, 9wt06, was selected due to its rather consistent signal loss. The a and b final power supplies, ps, were disconnected individually and the rssi was observed. Bed name / channel both ps connected rssi ps ap18 disconnected (b power supply connected) rssi both ps connected rssi ps bp18 disconnected (a power supply connected) rssi both ps connected rssi observations 9wt06 / e652 12 12 12 11 12 transmitter on, would expect higher rssi 9wt09 / e661 9 9 9 9 9 transmitter off, acceptable ambient rf level, enables antenna switching transmitter 9wt09 replaces transmitter 9wt06 9wt06 / e652 11 11 11 11 11 unacceptable ambient rf level when transmitter off, disables antenna switching 9wt09 / e661 15 transmitter on patient, acceptable rf level for condition the fact that 9wt06 / e652 has a high ambient rf level on both the a and b antennas implies external interference on that frequency. If the high level was observed on either a or b antennas, this would point more towards a component failure. The below testing may yield more information and possible harmonics. Noted was cox communication certifying the catv system on 5 north. It's been observed through experience that catv system typically are not terminated on open splitter ports. However, catv systems typically operate in the uhf range. If that was the case, uhf signal loss would be more experienced. This is not the case but still a concentration due to harmonics signal loss conditions are observed on l band transmitters only. Confirmed that transmitter 9wt06 was programmed for e652. Eliminates thought of this single transmitter's channel was changed to be less than 37.5 khz channel separation. Attached is the channel plan as of november 2, 2018. Sfh will perform the following on transmitters experiencing the consistently random signal loss events. Identify and document as above, the bed name and channel. Advise cmu that several random beds will go into rssi mode. This is a function of the org selected, all channels being monitored on the org will go into rssi mode. Place the appropriate org in rssi mode, wait 5 seconds, and record the rssi value. Note the rssi value is updated every three seconds disconnect power supply ap18, wait 5 seconds, and record the rssi value. This test will document the rssi on the b antenna system reconnect power supply ap18, wait 5 seconds, and record the rssi value. Disconnect power supply bp18, wait 5 seconds, and record the rssi value. This test will document the rssi on the a antenna system reconnect power supply bp18, wait 5 seconds, and record the rssi value. This is a confirmation test. Remove the transmitter batteries and redo the above test indicating the batteries removed, noting the rssi value for each test. When completed, place the org in normal monitoring mode." On 1/31/2019 nk's on-site support later determined that the wireless infrastructure needed modification - specifically, attenuators were needed to better monitor signals. There were no malfunction of the patient monitoring devices or malfunction of the org receivers. Investigation result: service history for this user facility shows the following signal loss incidents were reported after 1/31/2019: ticket 60398 - single transmitter device was reported experiencing signal loss. This is not related to the current incident. Ticket 61589 - customer reported signal loss issue associated with a signal org device. Later, customer stated that the issue was resolved but did not provide further details. This is not related to the system-wide signal loss of the current incident. Ticket 69112 - ongoing, intermittent signal loss on 5th floor, similar to the current incident. Customer reported this floor uses both uhf and l-band frequencies. Renovation occurred on this floor. Customer was not sure if the org receiver was the issue. This investigation is in progress. Ticket 71124 - single transmitter device was experiencing signal loss issue. It was determined that the receiver card on org-9110a s/n 00665 needed replacement. Customer decided not to replace the card. Ticket 71591 - rns device was experiencing intermittent and random signal loss on monitored telemetry devices. Customer discovered some antennas were powered off. This investigation is in progress. Ticket 73660 - single transmitter device was experiencing signal loss. Troubleshooting isolated the cause of the issue as channel interference caused by surrounding equipment(s). The above service history shows customer continues to experience system-wide signal loss on the 5th floor. Further investigation will be documented and currently in progress pending customer sending in the org receiver. Investigation conclusion the above service history shows customer continues to experience system-wide signal loss on the 5th floor. Further investigation will be documented and currently in progress pending customer sending in the org receiver. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9.

Event description:
The customer reported that they were experiencing signal loss and this was occuring system wide.

Manufacturer narrative:
The customer reported that they were experiencing signal loss and this was occuring system wide. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that they were experiencing signal loss and this was occuring system wide.